Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4). Product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(4) 2013, product type: extension. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing more pain and other effects. These issues started with an extremely painful bacterial infection in the l4 and l5 area of their spine which was followed with an insertion of two titanium rods and associated hardware by their doctor. The patient¿s pain seemed to be increasing. The patient had also been experiencing occasional severe cramps and weakness in their legs. The patient noted that it seemed like they had been losing control of their legs which made it harder to maneuver and that this issue was gradually getting worse. The patient saw their doctor on (B)(6) and scheduled an appointment with a neurosurgeon. The patient¿s back was pretty screwed up, more than normal, and they found out on (B)(6) that they had a hole in their back that never healed. The patient noted that everything was at the wrong angle and was a mess but it was unclear what this was in reference to. These issues had been going on since the implant but things had been getting worse because of their back. The patient did note that they were getting some relief. The patient had their device adjusted several times by manufacturer representatives but there did not seem to be any change in the relief from pain. The adjustments seemed to be helping at the time of the adjustments but did not make a real change in pain. The patient had six programs on their device and one was programmed with adaptive stimulation. The patient noted that they only had one program which was ¿in effect hardly¿. The patient was unaware what their other programs were or what they were set at. The patient was seen by a manufacturer representative on (B)(6) and their device was adjusted. The patient also had an appointment set up to see their doctor the week after (B)(6). The patient did not feel like they had an infection as of (B)(6).